Event description:
It was reported that the customer was hospitalized for a slight diabetic ketoacidosis. She took her insulin pump off because she had issues with the adhesive not sticking to her. Her current blood glucose level was 233 mg/dl and it was 54 mg/dl when she woke up. Her belt clip broke. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.